Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 01-feb-2021. The most recent information was received on 31-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pain in the groin") and abdominal pain lower ("lower abdomen pain") in a 40 year-old female patient who had essure inserted (lot no. C68118). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed in (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain lower (seriousness criterion medically important), tendonitis ("unexplained tendinitis"), back pain ("lower back pain"), dry eye ("dry eyes"), arthralgia ("shoulder and elbow pain (right side) / pain in the middle of the shoulder blades / hip pain"), spinal pain ("spinal pain"), abdominal pain upper ("stomach pain") and fatigue ("extreme fatigue, exhaustion"). The patient was treated with vitamins nos as well as surgery (laparoscopic removal of uterus and fallopian tubes). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, back pain, dry eye, fatigue, pelvic pain, spinal pain and tendonitis to be related to essure administration. The reporter commented: "consumer reported in a laypress magazine that severe fatigue and pain started a few months after essure insertion. Vitamin treatment did not work. The insertion had gone well and was over in 10 minutes. Consumer decided to have the essure removed 2 years after insertion, and after removal her pain and fatigue largely disappeared/ fatigue instantly disappeared. Device not available for return.". Batch no: c68118, production date:2014-06-18, expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4))on (B)(6) 2021. The most recent information was received on 09-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a female patient who had essure (batch no. C68118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), tendonitis ("unexplained tendinitis"), back pain ("lower back pain") and dry eye ("dry eyes"). At the time of the report, the abdominal pain lower, tendonitis, back pain and dry eye outcome was unknown. The reporter considered abdominal pain lower, back pain, dry eye and tendonitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 01-feb-2021. The most recent information was received on 29-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intense pain in the groin') and abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (batch no. C68118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), tendonitis ("unexplained tendinitis"), back pain ("lower back pain"), dry eye ("dry eyes"), arthralgia ("shoulder and elbow pain (right side) / pain in the middle of the shoulder blades / hip pain"), spinal pain ("spinal pain"), abdominal pain upper ("stomach pain") and fatigue ("extreme fatigue, exhaustion"). The patient was treated with vitamins nos and surgery (laparoscopic removal of uterus and fallopian tubes). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, tendonitis, back pain, dry eye, arthralgia, spinal pain, abdominal pain upper and fatigue outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, back pain, dry eye, fatigue, pelvic pain, spinal pain and tendonitis to be related to essure. The reporter commented: "consumer reported in a laypress magazine that severe fatigue and pain started a few months after essure insertion. Vitamin treatment did not work. The insertion had gone well and was over in 10 minutes. Consumer decided to have the essure removed 2 years after insertion, and after removal her pain and fatigue largely disappeared/ fatigue instantly disappeared. Device not available for return." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2022: case "(B)(4)" (mrf number 2951250-2022-00335) was identified as a duplicate of this case, all data available was transferred. Adverse events "intense pain in the groin", "shoulder and elbow pain (right side) / pain in the middle of the shoulder blades / hip pain", "spinal pain", "stomach pain" and "extreme fatigue, exhaustion" added to the case; patient age added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a female patient who had essure (batch no. C68118) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), tendonitis ("unexplained tendinitis"), back pain ("lower back pain") and dry eye ("dry eyes"). At the time of the report, the abdominal pain lower, tendonitis, back pain and dry eye outcome was unknown. The reporter considered abdominal pain lower, back pain, dry eye and tendonitis to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.